Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Failure analysis found the primary failure of grip tip bent to be related to the customer reported complaint. The instrument was found to have a bent grip, causing side-to-side misalignment of the grips. There was a 0.042¿ offset at the tips. Common causes of the failure mode bent instrument grips -tips are typically attributed to mishandling/misuse of the device. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The complaint regarding the grip tip bent/twisted was confirmed by failure analysis. Additional observation related to the customer reported complaint: the instrument was found to have a broken molded insulator. The molded insulator was broken from one side of the grip tip. The broken piece, measuring approximately 0.043" x 0.095" was not returned. The probable root cause is typically attributed to mishandling/misuse. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to starting a da vinci-assisted tonsillectomy surgical procedure, that the maryland bipolar forceps (mbf) instrument tip was twisted. The procedure was otherwise completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue of bent tip was discovered before the procedure started. At that point, the surgeon removed the maryland bipolar forceps, and we replaced it with a new one. The procedure performed was a robotic tonsillectomy. There was no delay or harm to the patient. The procedure was completed robotically. The patient demographic information was provided.